Event description:
The pt reported that in 2009, her blood glucose measured 300 mg/dl when she woke up. She bolused through her infusion device but her readings did not decrease and elevated to 487 mg/dl. An e7 (electronic) error was displayed and she changed the power pack. She stated that when the infusion device is in the run mode the display is readable but when the display is in the stop mode it is incomplete. She stated that she switched to her backup infusion device and the display was also incomplete. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.